Event description:
It was reported that the device was fractured. A 7frx11 cm .035 gw super sheath introducer sheath was selected for angioplasty procedure. During the procedure, it was noted that the introducer was fractured. The procedure was completed with a different device and there were no patient complications reported.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2023 as the event date was not reported. Device evaluated by MFR: only the sheath was returned as the actual product and the broken tip was enclosed. When the returned product was inspected, it was confirmed that the sheath tube was broken at a position of about 10 mm from the sheath base. Magnifying observation was conducted on the torn-off portion. It was observed there was a breaking section on the sheath tube that might had been made by something sharp instrument. Also, it looked like the rest of the broken part was detached /torn-off when the sheath was pulled off in the procedure. The manufacturing records for the batch number (21l24b6) were reviewed and there was no abnormality or discrepancy found. We confirmed the device met the material standard, assemble process and the specification in the reviews. From the investigation of the manufacturing process and each work, it was confirmed that there had been no process that might have caused the damage on the sheath tube. There is no similar complaint of this nature with this batch number. Including this complaint, we have received 12 similar complaints during the past 205 months. They are being carefully monitored to prevent from making this kind of malfunction to happen again. No other issues were identified during the product analysis.

Event description:
It was reported that the device was fractured. A 7fr x 11 cm .035 gw super sheath introducer sheath was selected for angioplasty procedure. During the procedure, it was noted that the introducer was fractured. The procedure was completed with a different device and there were no patient complications reported.

Manufacturer narrative:
Date of event: used (B)(6) 2023 as the event date was not reported.